Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope screen showed blue lines when it was plugged into the processor. The event occurred during set up, prior to use. There were no reports of patient involvement.